Manufacturer narrative:
Insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. Insulin pump had minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump slipped out of his hand and hit the ground. He stated that the top of the screen of the insulin pump was not functioning and he had a partial display. The customer was advised to insert a new battery and the display did not return to normal. The customer was advised to revert to a back-up plan. He was not sure of his blood glucose at the time. Nothing further was reported.